Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is w/o stimulation and external devices are unable to communicate with the scs ipg. An sjm rep confirmed the ipg is inoperable. The pt was referred to a surgeon for surgical intervention.